Manufacturer narrative:
Device evaluation: the evaluation of the error description provided was confirmed, and further defects (image quality not acceptable, socket to application part defective) were detected. The cause of the image error is a defective socket, which negatively affects the image. This fault and all other defects found are due to signs of wear and tear caused by use. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was "hardware: when turning the monitor left/right, it occasionally switches off, loose connection, the data cannot be read on the pc because it is not recognized by explorer.". No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.